Event description:
Customer reported a motor error alarm while changing the reservoir. He stated that he reset the insulin pump and tried the process again and received another button error. The blood glucose reading was 80 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI and that he was able to rewind the insulin pump. Customer stated that he felt he had fixed the issue with the insulin pump. He stated that there was a piece of paper that was stuck and not allowing insulin to pass through. Customer was advised not to use the insulin pump due to the motor error alarm. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.